Manufacturer narrative:
On-site investigation by our field service engineer found no problem with the ventilator and no parts were replaced. The retrieved logs from the ventilator show that there was no ventilation on the reported day of event implying that the event was prior to this date. There are five ventilation periods prior to the given date of event but there is nothing in any of them that indicate a ventilator malfunction. The last ventilation period is very unlikely to be the event period because of its duration of 3 minutes but any of the rest could be the event ventilation period. All these periods contain alarms at several times that can indicate disconnection situations. The alarms include; vt insp. Overrange, expiratory minute volume low and peep low. The date of event was incorrect and therefore it cannot be determined during which ventilation period when the event occurred. The conclusion in the matter is that there was no ventilator malfunction at any time. A disconnection is a detachment or leakage and is always caused by external factors and not by the ventilator itself. When it occurs alarms are generated to alert the user. The conclusion is supported by the statement from the hospital the there was no allegation that the functioning of the ventilator caused or contributed to the adverse event. The hospital¿s call was a request for checking out the ventilator. Ref. Exemption#: e2018003.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
The hospital requested checking of the ventilator after it had reportedly been involved in a patient death. The hospital did not believe that the ventilator was the cause but did not provide further details. The patient died. (B)(4).